Event description:
In 2008, the lay-user/pt contact lifescan alleging that a one touch ultra meter had a "battery indicator" issue. The complaint was classified based on the customer care advocate's (cca) documentation since medical affairs specialist (mas) was unable to contact the pt to obtain add'l info. The mas mailed a letter to the pt on july 11, 2008. The pt indicated that the reported issue with the subject meter first occurred about 5 days prior to his call during the day. During that time, the pt reportedly had a battery issue and reportedly could not obtain any readings on the subject meter. As a result of the reported issue, she reportedly increased her diabetes medication. She reportedly took an add'l 4 units of novolog insulin. After the reported issue began, she allegedly experienced symptoms of "high and low" (date and time unk). The pt reported that she experienced symptom of "thirstiness" when the blood sugar was high and symptom of "shakiness" when blood sugar was low. She reportedly could not test her blood glucose on the subject meter during the symptoms. The pt reportedly did not receive/require any medical treatment or intervention for the diabetes. The pt was not tested on any other meter. During the troubleshooting, it was found out that this was not a new product and the pt never replaced the batteries per the owner's manual. Replacement products were sent to the pt. This complaint is being reported because the pt reportedly experienced symptoms of hypoglycemia as well as hyperglycemia after the reported issue. In addition, there is no evidence that the meter malfunctioned since during the troubleshooting; it was found out that the pt never replaced the batteries (use-error) per the owner's manual.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.